Event description:
Per rn - this morning I was drawing up erbitux (cetuximab), which is a hazardous drug, using the genie (B)(6). When I tried to draw up the drug, the balloon didn't inflate. I tried to push the spike in more and it still didn't inflate. I twisted the spike, it still didn't inflate. I twisted and pushed at the same time, it still didn't inflate. I tried two genies and I had the same experience with both of them. Neither one would inflate. I tried them on different vials of drug as well. I couldn't get the genie to inflate. So I had to pull out the spike and in the process I got drug all over my gloves. I respiked the drug with the universal clip-on vented vial adapter (B)(6). I had to change my gloves as well so as not to contaminate the hood. I spent about 10 minutes trying to get genies to work which delayed this patient from getting their chemotherapy on time.